Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an unexpected battery power loss. The customer¿s blood glucose level was 140 mg/dl. The customer states that she got a new battery cap and the pump was still shutting off on her as well as had received the battery out limit and no power. The customer states have had it shut off 3 times. The customer did receive a low battery alert prior to the off no power alert. Troubleshooting was performed for off no power states this is the second occurrence of off no power in less than 24 hours after low battery warning. Advised the pump will need to be replaced. Advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected battery out limit alarm, low battery alarm or off no power alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.